Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) reported that he injured his back while reinstalling the power supply after replacing the power supply fan. The fsr stated that there was not enough space behind the instrument, which required him to lean over the power supply during the installation, resulting in the back injury. The fsr participated in a virtual doctor visit and was prescribed paraflex (a muscle relaxant). There was no patient involvement, and no safety issues were reported. The fsr is doing well.

Manufacturer narrative:
The investigation included a review of data and information provided by the customer, search for similar complaints, trending review, device history record review, and labeling review of alinity I, serial number (B)(6). The instrument service history was reviewed and revealed zero additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of the manufacturing documentation did not identify any non-conformances or deviations associated with the complaint issue. A review of the tracking and trending report did not identify any trends related to the alinity I processing module, the alinity I fan, power supply, or injury while replacing the fan, power supply, as described in this complaint. Based on the review of the issue, the injury to the fsr¿s back occurred due to the fsr failure to use caution/safety when replacing the heavy object. Verifies no subsequent issues have been reported related back injury due to servicing a heavy part. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity I, serial number (B)(6).